Event description:
It was reported that a tandem mobi cartridge alarm occurred simultaneously with a pump malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer had previously not reported related cartridge alarms, and due to the pump malfunction, troubleshooting was not possible; details were noted for further investigation.